Event description:
Vague pump reported of underinfusion. Pump was set at 140 ml/hr and was reported to take 8 hours to infuse 350 ml. The amount and type of solution is unknown. No additional clinical info was able to be obtained. No pt injury was reported.